Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has increased pain in left leg and heel. It was noted that the patient fell about a week ago. An x-ray showed no movement with the leads. Impedance check showed that contacts 8-15 were all out of range with open circuits. The rep was able to successfully program the patient on the 0-7 lead. The issue was resolved. A manufacturer representative reported that the lead was broken and was replaced with a lead and a implantable neurostimulator on (B)(6) 2021 to resolve this issue.